Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery was depleting quickly and was experiencing battery charging issues. Additionally, it was reported that the pump shutdown unexpectedly. There was no reported impact to the customer's blood glucose level. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.